Manufacturer narrative:
This is the second revision surgery underwent by the patient. The patient had a bilateral knee. The left knee was done on (B)(6) 2015, and the right knee was done on (B)(6) 2016. The patient came in due to signs of infection. The surgeon swapped both the right and left knee liners on (B)(6) 2016. The surgery was successful. In (B)(6) 2017 the patient came in again due to signs of infection in both the right and left knee. Batch reviews performed on (B)(6) 2017. Lot 142532: (B)(4) items manufactured and released on 22 september 2014. Expiration date: 2019-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on this lot. Gmk-sphere tibial insert fixed flex size 5/10 mm left, code 02.12.0510fl, lot. 157640 (k121416) (B)(4) items manufactured and released on 15 march 2016. Expiration date: 2021-03-01. No anomalies found related to the problem. To date,(B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection in both the right and left knee. The surgeon revised the poly on both the left and right knee. The pathogen is unknown. The surgery was completed successfully.